Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh removal on (B)(6) 2014 due to adhesions, hernia recurrence, and small bowel obstructions. It was reported that the patient underwent another reccurent incisional hernia repair on (B)(6) 2016. It was reported that the patient experienced pain and infection. No additional information provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.